Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the bench tech found the software update will not load. A 3rd party vendor was unable to put parts in and left parts sitting and was unable to complete software update. The bench technician found the software update would not load. The processor pca needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The software was able to load. The device passed testing and sent back to customer tp be put into service.

Event description:
The bench tech found the software update will not load.

Event description:
It was reported to philips that the device is not operational. There was no patient involvement.